Event description:
Complainant alleged that while attempting to convert the heart rhythm of a pt (age & gender unknown) the device displayed a "defib fault 78" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.